Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided pump reset information, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support if the issue reappeared.